Event description:
It was reported that there was a tear in the catheter below the cuff, as well as in the ingrown catheter portion. This occurred two weeks after implantation.

Manufacturer narrative:
The complaint of a tear in the catheter is confirmed. During functional testing a leak was observed emanating from the catheter. The location of the leak site is 2.3 inches distal to the surecuff. During functional testing both the venous and arterial lumens leak from this site. Microscopic examination of the leak site reveals a longitudinal tear in the catheter tubing. The tear site is <0.3 inches in length. Flexing the tubing reveals a cross sectional view that is irregular with a granular veneer. At this time the exact mechanism of damage cannot be determined. The notes in this file do not indicate how long the device had been in place prior to the complaint incident. No other complications with the device are known. This implies the device functioned as designed until the complaint incident occurred. Gross visual and microscopic examinations and functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. The proximal section that contains the bifurcation site and venous and arterial extension legs were not returned for evaluation. A chr review is not possible, the manufacturing lot number that was provided is an incorrect manufacturing lot number.